Event description:
It was reported that a homecare pt experienced problems with the fit and placement of one size 5.5 ped, pediratric tracheostomy tube. This was initially detected during attempts to intubate the pt who reportedly experienced minor discomfort and irritations. Within twenty-four hours after initial placement of the device, the pt reportedly experienced minor trauma and tracheal bleeding. The 5.5 pediatric tracheostomy tube device was removed and replaced with a 4pt device. There was one pt involved who has returned to baseline condition. The 5.5 pediatric tracheostomy tube device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report the device has not been rec'd by the MFR.